Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent unknown surgery. Post-op, the implanted screw broke and patient suffered from severe pain in right lower limb and the lumbar region. For the removal of broken screw the patient underwent revision surgery. The event proceeded without complications. The operator was happy with the result.

Manufacturer narrative:
Radiographic image review result: a single ap x-ray is provided post-op for l4-s1 fusion. The s1 screw appear broken bilaterally. Degree of deformity correction and fusion status are not known. If information is provided in the future, a supplemental report will be issued.